Event description:
Patient experienced withdrawal symptoms especially severe pains on 201 (B)(6) and believed that she was not getting the medication; she was scheduled to have a dye study on 2011 (B)(6). On 2011 (B)(6), it was stated a dye study was to be done next week. On 2011-10-21 a catheter obstruction was reported; healthcare provider (hcp) was unable to aspirate during catheter dye study. Patient experienced feelings of withdrawal and increased pain. Drugs delivered via the device were morphine and bupivacaine.

Manufacturer narrative:
(B)(4)

Event description:
Additional information: the patient later reported the catheter was severed right in the middle between pump and spinal cord. The patient indicated that she had the pump for two years and it kept flipping and when the health care provider would re-flip to fill the patient reported it just broke off. Per the patient the catheter was fixed in early (B)(6) 2011. The patient reported it took a while to get the pain regulated but thinks they have it pretty much handled. The patient still takes lyrica orally for her neuropathy. The patient also indicated that it didn't work well being on oral medications as the patient was very groggy, sleepy and didn't control her pain relief the way the pump did.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8709sc, serial # (B)(4), implanted on: 2009 (B)(6), explanted on: unk.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the withdrawal occurred because the pump kept flipping starting from implant in 2009 through (B)(6) 2011. At that time, the patient was at her sister's house and they didn't have a tub bench. The patient was rubbing her skin harder where the pump was (washing it and rubbing it harder than normal) and her catheter "snapped in half; it snapped in two." The patient knew right away that she needed more and was going into withdrawals that night. She started taking dilaudid and continued with withdrawals. The patient tried to go without the pain pump for a while. She was taking her lyrica and dilaudid oral pills and then finally in (B)(6) 2011 got a new pain pump because the pain was unbearable. All she was doing was sleeping because she would take the lyrica.